Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Testing performed revealed that the pump was dimpling. Troubleshooting was attempted by the healthcare personnel to no avail. Two weeks later, a surgical procedure was performed in which the pump was replaced. There were no clinical consequences to the patient. Following the intervention, the device was tested and the patient was retrained.

Manufacturer narrative:
Investigation summary: with all of the available information, boston scientific concludes that the reported allegations of mechanical issues and pump collapse were confirmed through product analysis as the pump not passing the activation and valve deactivation state tests could affect the functionality of this inflatable penile prosthesis (ipp). Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual and microscopic inspection of the pump did not reveal any anomalies. However, upon functional testing, the component did not pass the activation and valve deactivation tests. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Testing performed revealed that the pump was dimpling. Troubleshooting was attempted by the healthcare personnel to no avail. Two weeks later, a surgical procedure was performed in which the pump was replaced. There were no clinical consequences to the patient. Following the intervention, the device was tested and the patient was retrained.